Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ sharp stabbing pelvic pain/severe and persistent pain") and genital haemorrhage ("very heavy bleeding") in a 28-year-old female patient who had essure (batch no. 67-320dk #645321(invalid )) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, live birth in 2003, live birth on (B)(6) 2009, hypoaesthesia and pain in calf. She denied smoking and alcohol. Concurrent conditions included thyroid disorder, hypothyroidism, sciatica, tobacco user, vaginal bleeding, vaginal discharge, vaginal dryness, vaginal itching and obesity. Family history included breast cancer (maternal grandmother and maternal aunt), pancreatic cancer (paternal grand mother), cerebrovascular accident (mother and father), diabetes mellitus (father, brother and paternal grandmother) and hypertension (family member unspecified). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain/constant aching lower back pain/pinching and burning lower back pain"). On (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("horrible cramps"). On (B)(6) 2013, the patient experienced polycystic ovaries ("polycystic ovaries") and uterine enlargement ("bulky enlarged uterus"). On (B)(6) 2014, the patient experienced bladder pain ("bladder pain/bladder/control/pain"). In 2015, the patient experienced depression ("depression"). On (B)(6) 2015, the patient experienced myalgia ("myalgia") and myositis ("myositis in pelvis"). In 2016, the patient experienced pelvic prolapse ("pelvic organ prolapse"). On an unknown date, the patient experienced incontinence ("incontinence"), tooth fracture ("major dental issues/cracked broken teeth"), fibromyalgia ("fibromyalgia"), pollakiuria ("bladder frequency and urgency"), hypothyroidism ("hypothyroid/ thyroid issues in low dose"), dysmenorrhoea ("painful periods") and feeling abnormal ("feeling bad"). The patient was treated with ibuprofen, levothyroxine, cyclobenzaprine, oxycodone/apap, liothyronine sodium (cytomel), topiramate (topamax), estradiol, duloxetine, melatonin, colecalciferol (vitamin d3), calcium, topiramate and surgery (laparoscopic assisted bilateral hysterectomy and bilateral salpingo-oophorectomywas done). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, back pain and depression had not resolved, the genital haemorrhage, dysmenorrhoea and feeling abnormal was resolving and the abdominal pain, polycystic ovaries, uterine enlargement, bladder pain, myalgia, myositis, incontinence, tooth fracture, fibromyalgia, pollakiuria and hypothyroidism outcome was unknown. The reporter considered abdominal pain, back pain, bladder pain, depression, dysmenorrhoea, feeling abnormal, fibromyalgia, genital haemorrhage, hypothyroidism, incontinence, myalgia, myositis, pelvic pain, pelvic prolapse, pollakiuria, polycystic ovaries, tooth fracture and uterine enlargement to be related to essure. The reporter commented: bladder instill interstem was used. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2009: negative; on (B)(6) 2013: negative on (B)(6) 2013, ultrasound scan revealed ta scan shows an enlarged uterus. There were small hyperechoic areas noted most likely representing essure coils. The ovaries were not visible and detail is limited due to patient body habitus, tv to better evaluate. Tv scan shows a retroverted uterus with the endo measuring up to 1.0 cm. The right ovary' is well seen with small follicles noted. The left ovary showed small follicles as well all measuring less than 1cm. The essure coils were identified on scanning. No free fluid was noted. On (B)(6) 2014, computerised tomogram pelvis revealed no acute abnormality of abdomen pelvis, minimal diverticulitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2018: quality safety evaluation of ptc. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ sharp stabbing pelvic pain/severe and persistent pain') and genital haemorrhage ('very heavy bleeding') in a 28-year-old female patient who had essure (batch no. 67-320dk #645321 inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth on (B)(6) 2009, live birth in 2003, gravida ii, hypoaesthesia and pain in calf. She denied smoking and alcohol. On (B)(6) 2013, ultrasound scan revealed ta scan shows an enlarged uterus. There were small hyperechoic areas noted most likely representing essure coils. The ovaries were not visible and detail is limited due to patient body habitus, tv to better evaluate. Tv scan shows a retroverted uterus with the endo measuring up to 1.0 cm. The right ovary' is well seen with small follicles noted. The left ovary showed small follicles as well all measuring less than 1cm. The essure coils were identified on scanning. No free fluid was noted. On (B)(6) 2014, computerised tomogram pelvis revealed no acute abnormality of abdomen pelvis, minimal diverticulitis. Concurrent conditions included thyroid disorder, hypothyroidism, sciatica, tobacco user, vaginal bleeding, vaginal discharge, vaginal dryness, vaginal itching, obesity, urinary incontinence, diarrhea, caffeine consumption and uterine enlargement. Family history included breast cancer (maternal grandmother and maternal aunt), pancreatic cancer (paternal grand mother), cerebrovascular accident (mother and father), diabetes mellitus (father, brother and paternal grandmother) and hypertension (family member unspecified). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain/constant aching lower back pain/pinching and burning lower back pain"). On (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("horrible cramps"). On (B)(6) 2013, the patient experienced polycystic ovaries ("polycystic ovaries") and uterine enlargement ("bulky enlarged uterus"). On (B)(6) 2014, the patient experienced bladder pain ("bladder pain/bladder/control/pain"). In 2015, the patient experienced depression ("depression"). On (B)(6) 2015, the patient experienced myalgia ("myalgia") and myositis ("myositis in pelvis"). In 2016, the patient experienced pelvic prolapse ("pelvic organ prolapse"). On an unknown date, the patient experienced incontinence ("incontinence"), tooth fracture ("major dental issues/cracked broken teeth"), fibromyalgia ("fibromyalgia"), pollakiuria ("bladder frequency and urgency"), hypothyroidism ("hypothyroid/ thyroid issues in low dose"), dysmenorrhoea ("painful periods"), feeling abnormal ("feeling bad"), hypoaesthesia ("numbness in hands arms legs or feet") and paraesthesia ("tingling in hands"). The patient was treated with (), calcium, colecalciferol (vitamin d3), cyclobenzaprine, duloxetine, estradiol, ibuprofen, levothyroxine, liothyronine sodium (cytomel), melatonin, topiramate, topiramate (topamax) and surgery (laparoscopic assisted bilateral hysterectomy and bilateral salpingo-oophorectomy was done). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, back pain and depression had not resolved, the genital haemorrhage, dysmenorrhoea and feeling abnormal was resolving and the abdominal pain, polycystic ovaries, uterine enlargement, bladder pain, myalgia, myositis, incontinence, tooth fracture, fibromyalgia, pollakiuria, hypothyroidism, hypoaesthesia and paraesthesia outcome was unknown. The reporter considered abdominal pain, back pain, bladder pain, depression, dysmenorrhoea, feeling abnormal, fibromyalgia, genital haemorrhage, hypoaesthesia, hypothyroidism, incontinence, myalgia, myositis, paraesthesia, pelvic pain, pelvic prolapse, pollakiuria, polycystic ovaries, tooth fracture and uterine enlargement to be related to essure. The reporter commented: bladder instill interstem was used. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2009: results: negative; on (B)(6) 2013: results: negative. Concerning the injuries reported in this case, the following ones were reported via social media: hypoesthesia, paraesthesia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: social media received: events: numbness and tingling were added. Reporter was added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ sharp stabbing pelvic pain/severe and persistent pain") and genital haemorrhage ("very heavy bleeding") in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, live birth in 2003, live birth on (B)(6) 2009, hypoaesthesia and pain in calf. She denied smoking and alcohol. Concurrent conditions included thyroid disorder, hypothyroidism, sciatica, tobacco user, vaginal bleeding, vaginal discharge, vaginal dryness, vaginal itching and obesity. Family history included breast cancer (maternal grandmother and maternal aunt), pancreatic cancer (paternal grand mother), cerebrovascular accident (mother and father), diabetes mellitus (father, brother and paternal grandmother) and hypertension (family member unspecified). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain/constant aching lower back pain/pinching and burning lower back pain"). On (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("horrible cramps"). On (B)(6) 2013, the patient experienced polycystic ovaries ("polycystic ovaries") and uterine enlargement ("bulky enlarged uterus"). On (B)(6) 2014, the patient experienced bladder pain ("bladder pain/bladder/control/pain"). In 2015, the patient experienced depression ("depression"). On (B)(6) 2015, the patient experienced myalgia ("myalgia") and myositis ("myositis in pelvis"). In 2016, the patient experienced pelvic prolapse ("pelvic organ prolapse"). On an unknown date, the patient experienced incontinence ("incontinence"), tooth fracture ("major dental issues/cracked broken teeth"), fibromyalgia ("fibromyalgia"), pollakiuria ("bladder frequency and urgency"), hypothyroidism ("hypothyroid/ thyroid issues in low dose"), dysmenorrhoea ("painful periods") and feeling abnormal ("feeling bad"). The patient was treated with ibuprofen, levothyroxine, cyclobenzaprine, oxycodone/apap, liothyronine sodium (cytomel), topiramate (topamax), estradiol, duloxetine, melatonin, colecalciferol (vitamin d3), calcium, topiramate and surgery (laparoscopic assisted bilateral hysterectomy and bilateral salpingo-oophorectomywas done). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, back pain and depression had not resolved, the genital haemorrhage, dysmenorrhoea and feeling abnormal was resolving and the abdominal pain, polycystic ovaries, uterine enlargement, bladder pain, myalgia, myositis, incontinence, tooth fracture, fibromyalgia, pollakiuria and hypothyroidism outcome was unknown. The reporter considered abdominal pain, back pain, bladder pain, depression, dysmenorrhoea, feeling abnormal, fibromyalgia, genital haemorrhage, hypothyroidism, incontinence, myalgia, myositis, pelvic pain, pelvic prolapse, pollakiuria, polycystic ovaries, tooth fracture and uterine enlargement to be related to essure. The reporter commented: bladder instill interstem was used. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2009: negative; on (B)(6) 2013: negative on (B)(6) 2013, ultrasound scan revealed ta scan shows an enlarged uterus. There were small hyperechoic areas noted most likely representing essure coils. The ovaries were not visible and detail is limited due to patient body habitus, tv to better evaluate. Tv scan shows a retroverted uterus with the endo measuring up to 1.0 cm. The right ovary' is well seen with small follicles noted. The left ovary showed small follicles as well all measuring less than 1cm. The essure coils were identified on scanning. No free fluid was noted. On (B)(6) 2014, computerised tomogram pelvis revealed no acute abnormality of abdomen pelvis, minimal diverticulitis. Most recent follow-up information incorporated above includes: on 21-may-2018: plaintiff fact sheet reporter information and event dates and event pelvic organ prolapse, painful periods and felling bad were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ sharp stabbing pelvic pain/severe and persistent pain") and genital haemorrhage ("very heavy bleeding") in a (B)(6) female patient who had essure (batch no. 67-320dk #645321) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, live birth in 2003, live birth on (B)(6) 2009, hypoaesthesia and pain in calf. She denied smoking and alcohol. Concurrent conditions included thyroid disorder, hypothyroidism, sciatica, tobacco user, vaginal bleeding, vaginal discharge, vaginal dryness, vaginal itching and obesity. Family history included breast cancer (maternal grandmother and maternal aunt), pancreatic cancer (paternal grand mother), cerebrovascular accident (mother and father), diabetes mellitus (father, brother and paternal grandmother), hypertension (family member unspecified) and... On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain/constant aching lower back pain/pinching and burning lower back pain"). On (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("horrible cramps"). On (B)(6) 2013, the patient experienced polycystic ovaries ("polycystic ovaries") and uterine enlargement ("bulky enlarged uterus"). On (B)(6) 2014, the patient experienced bladder pain ("bladder pain/bladder/control/pain"). In 2015, the patient experienced depression ("depression"). On (B)(6) 2015, the patient experienced myalgia ("myalgia") and myositis ("myositis in pelvis"). On an unknown date, the patient experienced incontinence ("incontinence"), tooth fracture ("major dental issues/cracked broken teeth"), fibromyalgia ("fibromyalgia"), pollakiuria ("bladder frequency and urgency") and hypothyroidism ("hypothyroid/ thyroid issues in low dose"). The patient was treated with ibuprofen, levothyroxine, cyclobenzaprine, oxycodone/apap and surgery (laparoscopic assisted bilateral hysterectomy and bilateral salpingo-oophorectomy was done). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, back pain and depression had not resolved and the genital haemorrhage, abdominal pain lower, polycystic ovaries, uterine enlargement, bladder pain, myalgia, myositis, incontinence, tooth fracture, fibromyalgia, pollakiuria and hypothyroidism outcome was unknown. The reporter considered abdominal pain lower, back pain, bladder pain, depression, fibromyalgia, genital haemorrhage, hypothyroidism, incontinence, myalgia, myositis, pelvic pain, pollakiuria, polycystic ovaries, tooth fracture and uterine enlargement to be related to essure. The reporter commented: bladder instill interstem was used. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2009: negative; on (B)(6) 2013: negative on (B)(6) 2013, ultrasound scan revealed ta scan shows an enlarged uterus. There were small hyperechoic areas noted most likely representing essure coils. The ovaries were not visible and detail is limited due to patient body habitus, tv to better evaluate. Tv scan shows a retroverted uterus with the endo measuring up to 1.0 cm. The right ovary' is well seen with small follicles noted. The left ovary showed small follicles as well all measuring less than 1cm. The essure coils were identified on scanning. No free fluid was noted. On (B)(6) 2014, computerised tomogram pelvis revealed no acute abnormality of abdomen pelvis, minimal diverticulitis. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event severe and permanent injuries was deleted and events added were- horrible cramps, very heavy bleeding, lower back pain/ constant aching lower back pain/ pinching and burning lower back pain, polycystic ovaries, bulky enlarged uterus, bladder pain/ bladder control/pain, pelvic pain/ sharp stabbing pelvic pain/ severe and persistent pain, myalgia, myositis in pelvis, incontinence, major dental issues/cracked broken teeth, fibromyalgia, depression, bladder frequency and urgency, hypothyroid/ thyroid issues on low dose. Historical conditions, concomitant diseases, concomitant drugs, lab data and treatment drugs added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ sharp stabbing pelvic pain/severe and persistent pain') in a 28-year-old female patient who had essure (batch no. 67-320dk #645321- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth on (B)(6) 2009, live birth in 2003, gravida ii, hypoaesthesia and pain in calf. She denied smoking and alcohol. On (B)(6) 2013, ultrasound scan revealed ta scan shows an enlarged uterus. There were small hyperechoic areas noted most likely representing essure coils. The ovaries were not visible and detail is limited due to patient body habitus, tv to better evaluate. Tv scan shows a retroverted uterus with the endo measuring up to 1.0 cm. The right ovary' is well seen with small follicles noted. The left ovary showed small follicles as well all measuring less than 1cm. The essure coils were identified on scanning. No free fluid was noted. On (B)(6) 2014, computerised tomogram pelvis revealed no acute abnormality of abdomen pelvis, minimal diverticulitis. Concurrent conditions included thyroid disorder, hypothyroidism, sciatica, tobacco user, vaginal bleeding, vaginal discharge, vaginal dryness, vaginal itching, obesity, urinary incontinence, diarrhea, caffeine consumption and uterine enlargement. Family history included breast cancer (maternal grandmother and maternal aunt), pancreatic cancer (paternal grand mother), cerebrovascular accident (mother and father), diabetes mellitus (father, brother and paternal grandmother) and hypertension (family member unspecified). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain/constant aching lower back pain/pinching and burning lower back pain"). On (B)(6) 2009, the patient experienced genital haemorrhage ("very heavy bleeding") and abdominal pain ("horrible cramps"). On (B)(6) 2013, the patient experienced polycystic ovaries ("polycystic ovaries") and uterine enlargement ("bulky enlarged uterus"). On 1(B)(6) 2014, the patient experienced bladder pain ("bladder pain/bladder/control/pain"). In 2015, the patient experienced depression ("depression"). On (B)(6) 2015, the patient experienced myalgia ("myalgia") and myositis ("myositis in pelvis"). In 2016, the patient experienced pelvic prolapse ("pelvic organ prolapse"). On an unknown date, the patient experienced incontinence ("incontinence"), tooth fracture ("major dental issues/cracked broken teeth"), fibromyalgia ("fibromyalgia"), pollakiuria ("bladder frequency and urgency"), hypothyroidism ("hypothyroid/ thyroid issues in low dose"), dysmenorrhoea ("painful periods"), feeling abnormal ("feeling bad"), hypoaesthesia ("numbness in hands arms legs or feet"), paraesthesia ("tingling in hands") and cystitis interstitial ("painful bladdder syndrome"). The patient was treated with calcium, colecalciferol (vitamin d3), cyclobenzaprine, duloxetine, estradiol, ibuprofen, levothyroxine, liothyronine sodium (cytomel), melatonin, oxycodone;paracetamol, topiramate, topiramate (topamax) and surgery (laparoscopic assisted hysterectomy and bilateral salpingo-oophorectomy was done). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, back pain and depression had not resolved, the genital haemorrhage, dysmenorrhoea and feeling abnormal was resolving and the abdominal pain, polycystic ovaries, uterine enlargement, bladder pain, myalgia, myositis, incontinence, tooth fracture, fibromyalgia, pollakiuria, hypothyroidism, hypoaesthesia, paraesthesia and cystitis interstitial outcome was unknown. The reporter considered abdominal pain, back pain, bladder pain, cystitis interstitial, depression, dysmenorrhoea, feeling abnormal, fibromyalgia, genital haemorrhage, hypoaesthesia, hypothyroidism, incontinence, myalgia, myositis, paraesthesia, pelvic pain, pelvic prolapse, pollakiuria, polycystic ovaries, tooth fracture and uterine enlargement to be related to essure. The reporter commented: bladder instill interstem was used. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2009: results: negative; on (B)(6) 2013: results: negative. Concerning the injuries reported in this case, the following ones were reported via social media: hypoesthesia, paraethesia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: plaintiff fact sheet received. Events urinary frequency & bladder pain syndrome were added. Reporter added. Fu 06 & 07 processed together. This record was detected to be a duplicate of case- (B)(4) (medwatch 3500a MFR number 2951250-2019-13072) which will be deleted from bayer safety database after all information was transferred to this case- (B)(4) which will be retained. New reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ sharp stabbing pelvic pain/severe and persistent pain') in a 28-year-old female patient who had essure (batch no. 67-320dk #645321-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth on (B)(6) 2009, live birth in 2003, gravida ii, hypoaesthesia and pain in calf. She denied smoking and alcohol. On (B)(6) 2013, ultrasound scan revealed ta scan shows an enlarged uterus. There were small hyperechoic areas noted most likely representing essure coils. The ovaries were not visible and detail is limited due to patient body habitus, tv to better evaluate. Tv scan shows a retroverted uterus with the endo measuring up to 1.0 cm. The right ovary' is well seen with small follicles noted. The left ovary showed small follicles as well all measuring less than 1cm. The essure coils were identified on scanning. No free fluid was noted. On (B)(6) 2014, computerised tomogram pelvis revealed no acute abnormality of abdomen pelvis, minimal diverticulitis. Concurrent conditions included thyroid disorder, hypothyroidism, sciatica, tobacco user, vaginal bleeding, vaginal discharge, vaginal dryness, vaginal itching, obesity, urinary incontinence, diarrhea, caffeine consumption and uterine enlargement. Family history included breast cancer (maternal grandmother and maternal aunt), pancreatic cancer (paternal grand mother), cerebrovascular accident (mother and father), diabetes mellitus (father, brother and paternal grandmother) and hypertension (family member unspecified). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain/constant aching lower back pain/pinching and burning lower back pain"). On (B)(6) 2009, the patient experienced genital haemorrhage ("very heavy bleeding") and abdominal pain ("horrible cramps"). On (B)(6) 2013, the patient experienced polycystic ovaries ("polycystic ovaries") and uterine enlargement ("bulky enlarged uterus"). On (B)(6)2014, the patient experienced bladder pain ("bladder pain/bladder/control/pain"). In 2015, the patient experienced depression ("depression"). On (B)(6) 2015, the patient experienced myalgia ("myalgia") and myositis ("myositis in pelvis"). In 2016, the patient experienced pelvic prolapse ("pelvic organ prolapse"). On an unknown date, the patient experienced incontinence ("incontinence"), tooth fracture ("major dental issues/cracked broken teeth"), fibromyalgia ("fibromyalgia"), pollakiuria ("bladder frequency and urgency"), hypothyroidism ("hypothyroid/ thyroid issues in low dose"), dysmenorrhoea ("painful periods"), feeling abnormal ("feeling bad"), hypoaesthesia ("numbness in hands arms legs or feet"), paraesthesia ("tingling in hands"), cystitis interstitial ("painful bladdder syndrome") and menorrhagia ("could not leave house for soaking my pants fom period"). The patient was treated with calcium, cholecalciferol (vitamin d3), cyclobenzaprine, duloxetine, estradiol, ibuprofen, levothyroxine, liothyronine sodium (cytomel), melatonin, oxycodone;paracetamol, topiramate, topiramate (topamax) and surgery (laparoscopic assisted hysterectomy and bilateral salpingo-oophorectomy done). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, back pain and depression had not resolved, the genital haemorrhage, dysmenorrhoea and feeling abnormal was resolving and the abdominal pain, polycystic ovaries, uterine enlargement, bladder pain, myalgia, myositis, incontinence, tooth fracture, fibromyalgia, pollakiuria, hypothyroidism, hypoaesthesia, paraesthesia, cystitis interstitial and menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, bladder pain, cystitis interstitial, depression, dysmenorrhoea, feeling abnormal, fibromyalgia, genital haemorrhage, hypoaesthesia, hypothyroidism, incontinence, menorrhagia, myalgia, myositis, paraesthesia, pelvic pain, pelvic prolapse, pollakiuria, polycystic ovaries, tooth fracture and uterine enlargement to be related to essure. The reporter commented: bladder instill interstem was used. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2009: results: negative; on (B)(6) 2013: results: negative. Concerning the injuries reported in this case, the following ones were reported via social media: hypoesthesia, paraesthesia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: content from plaintiff fact sheet received. Event menorrhagia was added. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ sharp stabbing pelvic pain/severe and persistent pain') in a 28-year-old female patient who had essure (batch no. 67-320dk #645321-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth on (B)(6) 2009, live birth in 2003, gravida ii, hypoaesthesia and pain in calf. She denied smoking and alcohol. On (B)(6) 2013, ultrasound scan revealed ta scan shows an enlarged uterus. There were small hyperechoic areas noted most likely representing essure coils. The ovaries were not visible and detail is limited due to patient body habitus, tv to better evaluate. Tv scan shows a retroverted uterus with the endo measuring up to 1.0 cm. The right ovary' is well seen with small follicles noted. The left ovary showed small follicles as well all measuring less than 1cm. The essure coils were identified on scanning. No free fluid was noted. On (B)(6) 2014, computerised tomogram pelvis revealed no acute abnormality of abdomen pelvis, minimal diverticulitis. Concurrent conditions included thyroid disorder, hypothyroidism, sciatica, tobacco user, vaginal bleeding, vaginal discharge, vaginal dryness, vaginal itching, obesity, urinary incontinence, diarrhea, caffeine consumption and uterine enlargement. Family history included breast cancer (maternal grandmother and maternal aunt), pancreatic cancer (paternal grand mother), cerebrovascular accident (mother and father), diabetes mellitus (father, brother and paternal grandmother) and hypertension (family member unspecified). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain/constant aching lower back pain/pinching and burning lower back pain"). On (B)(6) 2009, the patient experienced genital haemorrhage ("very heavy bleeding") and abdominal pain ("horrible cramps"). On (B)(6) 2013, the patient experienced polycystic ovaries ("polycystic ovaries") and uterine enlargement ("bulky enlarged uterus"). On (B)(6) 2014, the patient experienced bladder pain ("bladder pain/bladder/control/pain"). In 2015, the patient experienced depression ("depression"). On (B)(6) 2015, the patient experienced myalgia ("myalgia") and myositis ("myositis in pelvis"). In 2016, the patient experienced pelvic prolapse ("pelvic organ prolapse"). On an unknown date, the patient experienced incontinence ("incontinence"), tooth fracture ("major dental issues/cracked broken teeth"), fibromyalgia ("fibromyalgia"), pollakiuria ("bladder frequency and urgency"), hypothyroidism ("hypothyroid/ thyroid issues in low dose"), dysmenorrhoea ("painful periods"), feeling abnormal ("feeling bad"), hypoaesthesia ("numbness in hands arms legs or feet"), paraesthesia ("tingling in hands"), cystitis interstitial ("painful bladdder syndrome"), menorrhagia ("could not leave house for soaking my pants fom period") and dyshidrotic eczema ("dyshidrotic eczema on my hands/feet"). The patient was treated with calcium, colecalciferol (vitamin d3), cyclobenzaprine, duloxetine, estradiol, ibuprofen, levothyroxine, liothyronine sodium (cytomel), melatonin, oxycodone;paracetamol, topiramate, topiramate (topamax) and surgery (laparoscopic assisted hysterectomy and bilateral salpingo-oophorectomywas done). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, back pain and depression had not resolved, the genital haemorrhage, dysmenorrhoea and feeling abnormal was resolving and the abdominal pain, polycystic ovaries, uterine enlargement, bladder pain, myalgia, myositis, incontinence, tooth fracture, fibromyalgia, pollakiuria, hypothyroidism, hypoaesthesia, paraesthesia, cystitis interstitial, menorrhagia and dyshidrotic eczema outcome was unknown. The reporter considered abdominal pain, back pain, bladder pain, cystitis interstitial, depression, dyshidrotic eczema, dysmenorrhoea, feeling abnormal, fibromyalgia, genital haemorrhage, hypoaesthesia, hypothyroidism, incontinence, menorrhagia, myalgia, myositis, paraesthesia, pelvic pain, pelvic prolapse, pollakiuria, polycystic ovaries, tooth fracture and uterine enlargement to be related to essure. The reporter commented: bladder instill interstem was used. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2009: results: negative; on (B)(6) 2013: results: negative. Ultrasound scan - on (B)(6) 2013: results: an enlarged uterus.. Concerning the injuries reported in this case, the following ones were reported via social media: hypoesthesia, paraethesia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: fu11&fu12 and 13 proceed together: social media received. New event dyshidrotic eczema on my hands/ feet was added. Reporter was added. On 23-mar-2020: content from social media received. Reporter information was added. New event "almost 2 years post essure and still suffering" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ sharp stabbing pelvic pain/severe and persistent pain') in a 28-year-old female patient who had essure (batch no. 67-320dk #645321-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth on (B)(6) 2009, live birth in 2003, gravida ii, hypoaesthesia and pain in calf. She denied smoking and alcohol. On (B)(6) 2013, ultrasound scan revealed ta scan shows an enlarged uterus. There were small hyperechoic areas noted most likely representing essure coils. The ovaries were not visible and detail is limited due to patient body habitus, tv to better evaluate. Tv scan shows a retroverted uterus with the endo measuring up to 1.0 cm. The right ovary' is well seen with small follicles noted. The left ovary showed small follicles as well all measuring less than 1cm. The essure coils were identified on scanning. No free fluid was noted. On (B)(6) 2014, computerised tomogram pelvis revealed no acute abnormality of abdomen pelvis, minimal diverticulitis. Concurrent conditions included thyroid disorder, hypothyroidism, sciatica, tobacco user, vaginal bleeding, vaginal discharge, vaginal dryness, vaginal itching, obesity, urinary incontinence, diarrhea, caffeine consumption and uterine enlargement. Family history included breast cancer (maternal grandmother and maternal aunt), pancreatic cancer (paternal grand mother), cerebrovascular accident (mother and father), diabetes mellitus (father, brother and paternal grandmother) and hypertension (family member unspecified). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain/constant aching lower back pain/pinching and burning lower back pain"). On (B)(6) 2009, the patient experienced genital haemorrhage ("very heavy bleeding") and abdominal pain ("horrible cramps"). On (B)(6) 2013, the patient experienced polycystic ovaries ("polycystic ovaries") and uterine enlargement ("bulky enlarged uterus"). On (B)(6) 2014, the patient experienced bladder pain ("bladder pain/bladder/control/pain"). In 2015, the patient experienced depression ("depression"). On (B)(6) 2015, the patient experienced myalgia ("myalgia") and myositis ("myositis in pelvis"). In 2016, the patient experienced pelvic prolapse ("pelvic organ prolapse"). On an unknown date, the patient experienced incontinence ("incontinence"), tooth fracture ("major dental issues/cracked broken teeth"), fibromyalgia ("fibromyalgia"), pollakiuria ("bladder frequency and urgency"), hypothyroidism ("hypothyroid/ thyroid issues in low dose"), dysmenorrhoea ("painful periods"), feeling abnormal ("feeling bad"), hypoaesthesia ("numbness in hands arms legs or feet"), paraesthesia ("tingling in hands"), cystitis interstitial ("painful bladdder syndrome"), menorrhagia ("could not leave house for soaking my pants fom period"), dyshidrotic eczema ("dyshidrotic eczema on my hands/feet"), intervertebral disc degeneration ("degenerative disk"), uterine disorder ("uterus was twisted and tilted") and loss of libido ("loss of sex drive"). The patient was treated with calcium, colecalciferol (vitamin d3), cyclobenzaprine, duloxetine, estradiol, ibuprofen, levothyroxine, liothyronine sodium (cytomel), melatonin, oxycodone;paracetamol, thyroid therapy, topiramate, topiramate (topamax) and surgery (laparoscopic assisted hysterectomy and bilateral salpingo-oophorectomywas done). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, back pain and depression had not resolved, the genital haemorrhage, dysmenorrhoea and feeling abnormal was resolving and the abdominal pain, polycystic ovaries, uterine enlargement, bladder pain, myalgia, myositis, incontinence, tooth fracture, fibromyalgia, pollakiuria, hypothyroidism, hypoaesthesia, paraesthesia, cystitis interstitial, menorrhagia, dyshidrotic eczema, intervertebral disc degeneration, uterine disorder and loss of libido outcome was unknown. The reporter considered abdominal pain, back pain, bladder pain, cystitis interstitial, depression, dyshidrotic eczema, dysmenorrhoea, feeling abnormal, fibromyalgia, genital haemorrhage, hypoaesthesia, hypothyroidism, incontinence, intervertebral disc degeneration, loss of libido, menorrhagia, myalgia, myositis, paraesthesia, pelvic pain, pelvic prolapse, pollakiuria, polycystic ovaries, tooth fracture, uterine disorder and uterine enlargement to be related to essure. The reporter commented: bladder instill interstem was used. Discrepancy in insertion date-18aug2009 diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2009: results: negative; on (B)(6) 2013: results: negative. Ultrasound scan - on (B)(6) 2013: results: an enlarged uterus.. Concerning the injuries reported in this case, the following ones were reported via social media: hypoesthesia, paraethesia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter added. Events loss of sex drive, degenerative disk, uterus was twisted and tilted added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ sharp stabbing pelvic pain/severe and persistent pain') in a (B)(6) female patient who had essure (batch no. 67-320dk #645321-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth on (B)(6) 2009, live birth in 2003, gravida ii, hypoaesthesia and pain in calf. She denied smoking and alcohol. On (B)(6) 2013, ultrasound scan revealed ta scan shows an enlarged uterus. There were small hyperechoic areas noted most likely representing essure coils. The ovaries were not visible and detail is limited due to patient body habitus, tv to better evaluate. Tv scan shows a retroverted uterus with the endo measuring up to 1.0 cm. The right ovary' is well seen with small follicles noted. The left ovary showed small follicles as well all measuring less than 1cm. The essure coils were identified on scanning. No free fluid was noted. On (B)(6) 2014, computerised tomogram pelvis revealed no acute abnormality of abdomen pelvis, minimal diverticulitis. Concurrent conditions included thyroid disorder, hypothyroidism, sciatica, tobacco user, vaginal bleeding, vaginal discharge, vaginal dryness, vaginal itching, obesity, urinary incontinence, diarrhea, caffeine consumption and uterine enlargement. Family history included breast cancer (maternal grandmother and maternal aunt), pancreatic cancer (paternal grand mother), cerebrovascular accident (mother and father), diabetes mellitus (father, brother and paternal grandmother) and hypertension (family member unspecified). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain/constant aching lower back pain/pinching and burning lower back pain"). On (B)(6) 2009, the patient experienced genital haemorrhage ("very heavy bleeding") and abdominal pain ("horrible cramps"). On (B)(6) 2013, the patient experienced polycystic ovaries ("polycystic ovaries") and uterine enlargement ("bulky enlarged uterus"). On (B)(6) 2014, the patient experienced bladder pain ("bladder pain/bladder/control/pain"). In 2015, the patient experienced depression ("depression"). On (B)(6) 2015, the patient experienced myalgia ("myalgia") and myositis ("myositis in pelvis"). In 2016, the patient experienced pelvic prolapse ("pelvic organ prolapse"). On an unknown date, the patient experienced incontinence ("incontinence"), tooth fracture ("major dental issues/cracked broken teeth"), fibromyalgia ("fibromyalgia"), pollakiuria ("bladder frequency and urgency"), hypothyroidism ("hypothyroid/ thyroid issues in low dose"), dysmenorrhoea ("painful periods"), feeling abnormal ("feeling bad"), hypoaesthesia ("numbness in hands arms legs or feet"), paraesthesia ("tingling in hands"), cystitis interstitial ("painful bladdder syndrome"), menorrhagia ("could not leave house for soaking my pants fom period"), dyshidrotic eczema ("dyshidrotic eczema on my hands/feet"), intervertebral disc degeneration ("degenerative disk"), uterine disorder ("uterus was twisted and tilted") and loss of libido ("loss of sex drive"). The patient was treated with calcium, colecalciferol (vitamin d3), cyclobenzaprine, duloxetine, estradiol, ibuprofen, levothyroxine, liothyronine sodium (cytomel), melatonin, oxycodone;paracetamol, thyroid therapy, topiramate, topiramate (topamax) and surgery (laparoscopic assisted hysterectomy and bilateral salpingo-oophorectomywas done). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, back pain and depression had not resolved, the genital haemorrhage, dysmenorrhoea and feeling abnormal was resolving and the abdominal pain, polycystic ovaries, uterine enlargement, bladder pain, myalgia, myositis, incontinence, tooth fracture, fibromyalgia, pollakiuria, hypothyroidism, hypoaesthesia, paraesthesia, cystitis interstitial, menorrhagia, dyshidrotic eczema, intervertebral disc degeneration, uterine disorder and loss of libido outcome was unknown. The reporter considered abdominal pain, back pain, bladder pain, cystitis interstitial, depression, dyshidrotic eczema, dysmenorrhoea, feeling abnormal, fibromyalgia, genital haemorrhage, hypoaesthesia, hypothyroidism, incontinence, intervertebral disc degeneration, loss of libido, menorrhagia, myalgia, myositis, paraesthesia, pelvic pain, pelvic prolapse, pollakiuria, polycystic ovaries, tooth fracture, uterine disorder and uterine enlargement to be related to essure. The reporter commented: bladder instill interstem was used. Discrepancy in insertion date-(B)(6) 2009 diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2009: results: negative; on (B)(6) 2013: results: negative. Ultrasound scan - on (B)(6) 2013: results: an enlarged uterus.. Concerning the injuries reported in this case, the following ones were reported via social media: hypoesthesia, paraethesia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.